Event description:
(B)(6). While there, (B)(6) was alerted by (B)(6) that there is a line artifact in the x-ray imagery that is consistent throughout the CT patient images. (B)(6) aren't permitted the ability to repair the systems because the parts and services are expensive. This is one of many (B)(6), and (B)(6) had fixed it once. When (B)(6) the necessary parts, support, and tools to conduct the repair, (B)(6) isn't clinically relevant and within acceptable parameters; therefore, can be overlooked. The sites (B)(6) at this time are (B)(6). (B)(6) had the same problem at (B)(6) and resolved it with a detector panel replacement and completion of the necessary calibrations, including geometric, navigation, dac, offset, gain, and dead pixel calibrations.